Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to 320 mg/dl while wearing the pod between 5 and 24 hours. The pod was reportedly suspected to be clogged, with no insulin delivery. As treatment, the patient self-administered insulin via pen injections and did not seek medical attention.